Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('major pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovary cyst"), contusion ("bruised really bad") and autoimmune disorder ("autoimmune disease") and was found to have uterine leiomyoma ("fibroid mass"). The patient was treated with surgery (laproscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, ovarian cyst and autoimmune disorder outcome was unknown and the contusion had resolved. The reporter considered autoimmune disorder, contusion, ovarian cyst, pelvic pain and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: contusion, pelvic pain and uterine leiomyoma. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new events autoimmune disease, ovary cyst and other health issues were added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('major pain'), ovarian cyst ('ovary cyst') and adverse event ('other health issues') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criteria medically significant and intervention required), adverse event (seriousness criterion medically significant), contusion ("bruised really bad") and autoimmune disorder ("autoimmune disease") and was found to have uterine leiomyoma ("fibroid mass"). The patient was treated with surgery (laproscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, ovarian cyst, adverse event and autoimmune disorder outcome was unknown and the contusion had resolved. The reporter considered adverse event, autoimmune disorder, contusion, ovarian cyst, pelvic pain and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: contusion, pelvic pain and uterine leiomyoma most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new events autoimmune disease, ovary cyst and other health issues were added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('laparoscopic hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced contusion ("bruised really bad"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the contusion had resolved. The reporter considered contusion and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: contusion. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.